Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the er320 was not clipping correctly. The clips would not stay in the jaws of the device. Another device was used to complete the case. There was no consequence to the patient.